Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure. With the pocket still open and the physician positioning the atrial lead, the left ventricular lead dislodged after it was positioned and sutured into place. The lead was removed and a new left ventricular lead was used. The patient was stable.